Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13274. UDI: (B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic transannular patch is not indicated per the labeling; therefore, the labeling, ifus and ew training manuals do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The information provided indicates the embolization of the valve occurred as a result of the delivery system catching on the valve during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, this was a transfemoral pulmonic case, in a patient with a history of tetrology of fallot s/p transannular patch repair. The physician proceeded with delivery of a 29mm s3 valve via a 24fr non edwards sheath. The valve was inflated to nominal volume with rapid pacing and the thv was successfully deployed. The s3 was seated well and a small residual waist was noted. When attempting to remove the commander ds, some resistance was noted and was suspected to be a result of guidewire and delivery system bias at the rpa ostium. Wire manipulation was attempted, followed by replacement, to reduce the force and bias superiorly. Slight progress was made as the delivery system was withdrawn but it appeared to ¿catch¿ the distal struts of the thv, resulting in rv embolization. Wire position to the distal rpa was maintained and the patient remained hemodynamically stable as the CT surgery team was summoned. The patient was taken to the or for emergent removal of the embolized thv and replacement of the pulmonic valve with a non-edwards valve. The devices were discarded by the facility.